Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon review of the x-ray imaging, it was noted, that the atrial lead had dislodged. Resulting, in failure to capture, failure to sense and low pacing impedance. The atrial lead was repositioned. The patient was in stable condition. Post lead revision procedure, on (B)(6) 2024, the atrial lead had dislodged again. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and low pacing impedance. A complete lead was returned in one piece. The reported events of failure to capture, failure to sense and low pacing impedance were not confirmed. X-ray examination and electrical testing of the lead did not find any anomaly visual examination found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.